Event description:
The customer reported to philips healthcare that the heartstart mrx had a pacing failure during a recent operational check. There was no patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.